Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument had a broken cable. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown. Isi followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.